Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided j51719-pjs-eco. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced an implant fractured at tooth site #14, with associated inflammation (captured in (B)(4). It was also stated that the screw was also fractured, and they were unable to be removed it, so the implant was removed.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: evaluation method codes were added: 10, 4109, 4111 h6: evaluation result code was added: 3252 h6: evaluation conclusions code was added: 4310 DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr), rev. G - 12/1/2022. Information identified: precautions. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation is patient factors. (Bruxism) therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.